Event description:
It was reported that approximately one month post op, it was discovered that the left side rod at t11 was broken. The patient complained of pain, but refused revision surgery.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible, unable to determine the cause of the event.